Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 186 mg/dl at the time of the call. The customer complained of high blood glucose but did not provide the blood glucose value. The customer stated that they had issues uploading to the carelink program and stated that there was physical damage to the drive support cap of the insulin pump. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. The drive support disk was inspected and no anomaly was noted. The insulin pump has minor scratched display window.